Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after invalidating home and replacing the power supply and starter upgrade kit the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator was beeping and 2d/3d imaging was not possible. They rebooted the system which resolved the issue. There was no patient present.

Manufacturer narrative:
Additional information: the psi power supply was returned to the manufacturer for analysis. Analysis found that the psi failed bench test and the dc voltage kept dropping and was unstable. Visual inspection confirmed a chipped component and small piece of capacitor was broken off. Analysis found that the reported event was related to a electrical issue. The pcba generator starter was returned to the manufacturer for analysis. Analysis found that the generator starter pcba was installed in an imaging system and the system was ready. Both 2d and 3d were successful with multiple system reboots. No problem found. If information is provided in the future, a supplemental report will be issued.